Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Healthcare professional later reported breast pain (mastodynia), mammary pseudoptosis, capsular contracture baker grade iii, breast asymmetry and unacceptable cosmetic appearance. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, d6a, d.9., h.3., h.6.

Event description:
Healthcare professional reporting right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting right side rupture. Device has been explanted and replaced.